Event description:
On (B)(6) 2012 the lay user/reporter in the UK, the patient's wife, contacted lifescan to report that the one touch ultra2 meter was giving inaccurately high readings. On (B)(6) 2012 the technical support representative (tsr) spoke with the patient to obtain and verify information. On (B)(6) 2011, the patient obtained the bedtime blood glucose reading of 17.0 mmol/l on the reported meter, which he alleged was inaccurately high compared to his expected values of 10.0 mmol/l. Based on this reading, the patient took an increased dose of novorapid insulin 10.0 units. At an unknown time afterwards during the night, the patient experienced the symptoms of shaking, sweating and pain in his legs. The patient did not test his blood glucose level while symptomatic, and did not receive any treatment for these symptoms. The patient noted he felt better afterwards. The patient manages his diabetes with novorapid insulin taken on a sliding scale. The tsr confirmed with the patient that he did not seek any medical attention; the patient visited the hospital to request a new meter. The meter was replaced. The patient allegedly suffered symptoms suggesting severe hypoglycemia after taking an increased dose of insulin based on an elevated meter reading. Therefore this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
(B)(4). Device evaluation: the meter and test strips involved with this complaint have been returned respectively on (B)(4) 2012 and evaluated respectively by product analysis (pa) respectively on (B)(4) 2012 with the following finding: the meter and test strips both passed all testing with no faults found. The primary complaint was not confirmed. A DHR (device history record) was completed for this product and no deviations, non-conformances, or reworks were observed. The retain test strips also passed testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.